Event description:
It was reported that the siderail would not lock/latch in the upright position due to a broken/damaged siderail center column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.&#2080;device was repaired for the customer by replacing the siderail center column.